Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room with atrial fibrillation. The patient had received inappropriate high voltage therapy due to the atrial fibrillation. The physician repositioned the right ventricular lead on (B)(6) 2019. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead was dislodged into the atrium, which led to the inappropriate high voltage therapy for atrial fibrillation.